Event description:
It was reported that during a surgical procedure of unspecified nature, the patient suffered burns to the face. Boston scientific has been unable to obtain additional information regarding the console issue and procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
D3. Manufacturer email: (B)(6). The service repair was performed by the field service engineer. During service repair, no anomalies found on console or accessories after completing checklist of console investigation. It was identified that the user settings when incident occurred while carrying out test burn on wooden tongue depressor were superpulse set to 5w, cw, line shape at 2mm. Advised user to moisten the wooden tongue depressor with water when carrying out test burns, ensure low laser power setting and set to single pulse. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Review of the device instructions for use (IFU) was completed and did not reveal any evidence of device off-label use, or failure to follow instructions. The IFU mentions: cw mode is optimal for incision or ablation where hemostasis is desirable. Cw is a continuous delivery of lasing energy with peak power as set. Cw mode delivers a steady beam of laser energy useful for cutting. Because the pulses of energy are continuous, just enough energy is transferred to surrounding tissue to provide hemostasis, while at the same time providing a clean incision with optimal penetration. Superpulse mode is optimal for incision or ablation where char-free performance is desirable. This includes many dermal applications. Superpulse is a continuous series of short duration, high peak power pulses whose average power is the set power. Because of its very high peak power, superpulse laser energy brings the water in the cells to the boiling point so rapidly that the target tissue vaporizes and only a negligible amount of heat is transferred (by conduction) to adjacent tissue. In single exposure, one timed exposure is delivered for each press of the footswitch. There was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with this type of treatment and is noted as such in the device direction for use. Based on analysis results, an investigation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that before the start of a surgical procedure of unspecified nature, the patient suffered significant burns to the face when a surgical drape ignited during a test burn of the laser on a wooden tongue depressor. Per nurse, 5 watt continuous wave (cw) setting was used to do a test burn not to treat the patient. The patient being reviewed for intensive treatment unit (itu) admission and likely t/f to another hospital. Boston scientific has been unable to obtain additional information regarding the console issue and procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
D3. Manufacturer email: (B)(4). The service repair was performed by the field service engineer. During service repair, no anomalies found on console or accessories after completing checklist of console investigation. It was identified that the user settings when incident occurred while carrying out test burn on wooden tongue depressor were superpulse set to 5w, cw, line shape at 2mm. Advised user to moisten the wooden tongue depressor with water when carrying out test burns, ensure low laser power setting and set to single pulse. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Review of the device instructions for use (IFU) was completed and did not reveal any evidence of device off-label use, or failure to follow instructions. The IFU mentions: cw mode is optimal for incision or ablation where hemostasis is desirable. Cw is a continuous delivery of lasing energy with peak power as set. Cw mode delivers a steady beam of laser energy useful for cutting. Because the pulses of energy are continuous, just enough energy is transferred to surrounding tissue to provide hemostasis, while at the same time providing a clean incision with optimal penetration. Superpulse mode is optimal for incision or ablation where char-free performance is desirable. This includes many dermal applications. Superpulse is a continuous series of short duration, high peak power pulses whose average power is the set power. Because of its very high peak power, superpulse laser energy brings the water in the cells to the boiling point so rapidly that the target tissue vaporizes and only a negligible amount of heat is transferred (by conduction) to adjacent tissue. In single exposure, one timed exposure is delivered for each press of the footswitch. There was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with this type of treatment and is noted as such in the device direction for use. Based on analysis results, an investigation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during a surgical procedure of unspecified nature, the patient suffered significant burns to the face. The patient being reviewed for intensive treatment unit (itu) admission and likely t/f to another hospital. Boston scientific has been unable to obtain additional information regarding the console issue and procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
B5. Describe event or problem updated d3. Manufacturer email: (B)(6). G1. MFR contact first name, MFR contact last name and MFR contact email updated.

Event description:
It was reported that during a surgical procedure of unspecified nature, the patient suffered significant burns to the face. The patient being reviewed for intensive treatment unit (itu) admission and likely t/f to another hospital. Boston scientific has been unable to obtain additional information regarding the console issue and procedure outcome to date, despite good faith efforts.

Event description:
It was reported that during a surgical procedure of unspecified nature, the patient suffered burns to the face. Boston scientific has been unable to obtain additional information regarding the console issue and procedure outcome to date, despite good faith efforts.